Event description:
Caller reported alarm 2 followed by alarm 26, indicating an issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer disconnected the tubing, made corrections as advised, and confirmed the blockage was likely at the site. After following the instructions to deliver a bolus and observing the site, the occlusion alarm did not recur. Customer acknowledged potential blockage causes and changed supplies as necessary, resuming insulin therapy.